Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. During investigation, there was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the buttons are sticking. It was reported that the rubber keypad is intact and not exposed to moisture.